Event description:
It was reported that during normal follow-up, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. The patient tolerated the procedure well and was discharged the following day.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 44.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.0-13.8cm and 26.2-28.6cm from the distal tip. Internal insulation abrasion was noted at 9.1-9.2cm and 11.1-11.2cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.